Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "I was intubating this patient with a disposable laryngoscope blade in preparation for a general anesthetic. I was using gentle pressure and the pin on the handle of the laryngoscope blade broke into several pieces, causing the patient's head to fall and causing a very small and superficial laceration to the middle of the patient's tongue". No patient harm, injury, or desaturation repoted. The small laceration did not require medical intervention. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "I was intubating this patient with a disposable laryngoscope blade in preparation for a general anesthetic. I was using gentle pressure and the pin on the handle of the laryngoscope blade broke into several pieces, causing the patient's head to fall and causing a very small and superficial laceration to the middle of the patient's tongue". No patient harm, injury, or desaturation reported. The small laceration did not require medical intervention. Patient condition reported as "fine".